Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Conclusion-failure event observed during analysis. Final analysis found an internal insulation abrasion at 79.8 cm to 80.0 cm from the connector pin.